Event description:
Case boarded for hepatic ablation and microwave machine was requested. Hand piece opened to field. Hand piece was handed off to the circulator, cooled normal saline 0.9% was spiked, the cartridge inserted to the pump, the hand piece was tested, passed the test, and was ready to use. We then added 4 minutes to the timer at 100 watts, and pushed start. At this time, the pump on the machine failed, all lights were blinking, and the fault light was going off. At this point the treatment needle was already in the liver (since the hand piece had passed all tests). Tsa was also in the room during this, and witnessed this. He, along with other staff attempted to troubleshoot the machine, restarted it, and called the rep whose card was on the machine. We were not able to get a hold of the rep, so the tsa called the 800 number for assistance. We attempted several times to restart machine, and we were not able to remove the cartridge from the pump at any time, manually or with the release button. Ultimately, we had to open a second hand piece (at the suggestion of the engineer from the company) and used a second machine to deliver the ablation. The cartridge is still stuck in the machine in question at this time, the hand piece cords were cut off.======================manufacturer response for microwave ablation generator, sulis v generator (per site reporter).======================unknown.